Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and the insulin pump died. The customer's blood glucose was 155 mg/dl at the time of incident. The customer stated that the insulin pump would not show the number on the screen during priming. The customer stated that they were unable to exit preparing to prime loop. The customer stated that the insulin pump was not dropped nor bumped. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor. The insulin pump had received with cracked case on the display window corners, minor scratched lcd window, broken reservoir tube lip and cracked battery tube threads.